Event description:
The pt was being fed using a pump. 720 ml of an enteral feeding solution were hung, and the pump was set to deliver 55 ml/hr. 720 ml were delivered in 11.3 hours. There was no illness, injury or medical intervention resulting from the event. One pt involved.